Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. The issue was found during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect in cable. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely scratches in the cable led to the malfunction. Olympus will continue to monitor field performance for this device. Updated fields: d8: was device serviced by third party?

Event description:
No additional information received from customer.